Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the inserter, it was observed that one of the tangs at the distal tip had sheared off the instrument. The fracture face was smooth, suggestive of sudden brittle fracture. Analysis of the fracture face indicated that the failure occurred during a clockwise maneuver. The distal component of the inserter may have been overloaded during the implantation and rotation maneuvers.

Event description:
On (B)(6) 2019 it was reported to k2m, incl that a surgery took place in which a oblique inserter broke at the tip. The broken tip of the oblique inserter remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc that a surgery took place in which a oblique inserter and oblique inserter broke at the tip. The tip remains in the patient.